Event description:
Healthcare professional reported pt had a pump replacement due to an "infection". Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).